Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (toric) into the patient's right eye (od). The surgeon reports the lens has rotated with a planned lens removal/replacement. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.